Event description:
The reporter called and alleged discrepant results for two patients when compared to a lab. The reported device result was 2.5 and 6.0 inr. The corresponding reported lab result was 1.8 and 4.0 inr.

Event description:
The reporter called and alleged discrepant results for two patients when compared to a lab. The reported device result was 2.5 and 6.0 inr. The corresponding reported lab result was 1.8 and 4.0 inr.